Event description:
It was reported that during a laparoscopic appendectomy procedure, the first device was placed over the appendix. The surgeon started to fire the device. He felt like the device locked out and was difficult to fire. The surgeon broke the handle when trying to fire the device. A second device was fired and the surgeon felt that he did not get the proper b-formed staples. A leak test was performed and there were no staple line leak. The case was completed with the second device with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.